Event description:
The user reported the valve collapsed into the hub of the catheter. A 60 ml syringe was connected multiple times and had difficulty drawing fluid. A vacuum container was then connected and saline was injected to clear the catheter and then aspiration was again attempted. The device was replaced and the procedure completed without further complication. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The customer did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as the customer did not provide a lot number. The returned device was examined and the complaint confirmed, the valve collapsed into the hub. The device returned by the user was verified through analysis to have been manufactured prior to the corrective actions implemented to address this failure. The device was from a lot subject to a recall in 2010 that the user facility failed to dispose of. The root cause of the failure is attributed to the degradation of the retaining ring material which holds the valve in place. Corrective actions have been implemented to address the root cause of the failure.